Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated ipg was end of life and surgical intervention was undertaken where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3 - date of event is estimated. Section a4 patient weight is unknown. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported ipg was unable to communicate with external devices and ipg was deemed inoperable.